Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient was in the midst of a trial 2.5 weeks prior to (B)(6) 2016 and had to have a heart stent placed. Intra-operatively at the time of the stage 1 procedure, the patient got good motor response on all 4 electrodes. Initially during the trial they thought the patient had good response, but then they had to have the stent placed and the patient was on plavix and diuretics and it was hard to tell if the patient had benefit from the trial. The hcp didn't want to remove the lead right now because the patient was placed on plavix. The hcp had already made the pocket/pouch for the implantable neurostimulator (ins), but the ins was not implanted so they planned to go back in and remove the percutaneous extension placed for the trial. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.